Event description:
A trilogy 200 ventilator was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, visible foam particles were confirmed. The inlet foam filter was replaced. The device passed all testing.